Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg battery received the message "replace generator, the generator has reached the end of its service". Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.